Event description:
Baxter service tech received report from biomed technician at customer's facility indicating an overinfusion occurred on a pca ii pump. The pump was programmed to administer a bolus rate of .2cc and a continuous flow rate of .33cc of dilaudid every 5 minutes, with .05 cc per hour limit. Treatment started at 5:15am in 2007. At shift change, 7am, the patient was stable. The patient was on room air and approved for discharge to home. At approximately 9:20am, the patient's 02 saturation level was at 34%. The rapid response team and physician were called. Narcan was administered and the patient responded positively. The patient reportedly received 21ml of 50 ml syringe of dilaudid between 5:15am to 8:18am. The patient should have received 7-1/2 ml during this time period. The patient left the hospital against medical advise.